Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Part of the brush head broke off while in mouth [device breakage] no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that part of the oral-b dual action or dual clean brush head broke off while in his or her mouth when used with an oral-b rechargeable toothbrush, version unknown, and he or she almost swallowed it. This was not the first time the consumer had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
The 01-jul-2016 product investigation results: reporter returned one toothbrush head on 31-may-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified.

Event description:
Part of the brush head broke off while in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that part of the oral-b dualaction or dual clean brushhead broke off while in his or her mouth when used with an oral-b rechargeable toothbrush, version unknown, and he or she almost swallowed it. This was not the first time the consumer had used these particular brush heads. No symptoms developed.